Event description:
The customer received a blood glucose reading of 235mg/dl on the contour meter, re-tested on a different meter and the reading was 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer